Manufacturer narrative:
An event of degeneration of the valve and stenosis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Additional information received kj: on (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2019, sever degeneration of the valve and stenosis was reported. An explant is anticipated. Patient was reported to be in stable condition. Additional information has been requested but yet received.